Event description:
Infiview gui is not working on i5. Procedure was not completed. No injury to patient or staff. The portion that captures the images itself has died. They can bring it up but will not do anything.